Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had sepsis leading to cause for device removal. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.